Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited small spots of what looks like flakes of material on the insertion and light guide tubes. The issue occurred during reprocessing. There were no reports of patient involvement.